Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that all drawers were failed. A field service engineer (fse) had found that the station was disconnected from the network. After information technology (it) had fixed the network issues, the customer had found that all drawers had failed in this station. The fse had remoted in and checked the drawer ip, which was all good, and had disabled the windows firewall. The issues were resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all drawers were failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.